Manufacturer narrative:
Section b5 describe event or problem was correct from one sample to multiple samples. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for the conc ict diluent lot number 75309un24. Ticket trending review did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the conc ict diluent for lot 75309un24 was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module for multiple samples. The following data was provided: sid (B)(6): initial result = 108 mmol/l. Sid (B)(6): initial result = 106 mmol/l. Sid (B)(6): initial result = 107 mmol/l. Sid (B)(6): initial result = 107 mmol/l. Sid (B)(6): initial result = 104 mmol/l. Repeat testing generated results between 130 to 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module for one sample. The following data was provided: sid (B)(6): initial result = 108 mmol/l. Sid (B)(6): initial result = 106 mmol/l. Sid (B)(6): initial result = 107 mmol/l. Sid (B)(6): initial result = 107 mmol/l sid (B)(6): initial result = 104 mmol/l repeat testing generated results between 130 to 140 mmol/l no impact to patient management was reported.